Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care notified the FDA (B) (4) district office, 04/27/2009 by telephone, of the remedial action. The I-stat g3+ cartridges, lot# p08321c, boxes (B) (4) to (B) (4) (total of 50 cartridges) have a suboptimal pouch seal. At this time, there has been no report of any injury associated with this event.

Manufacturer narrative:
Internal exception report was not fully addressed prior to release of g3+ cartridge lot p08321c. This exception report was created to disposition boxes (B) (4) to (B) (4) (inclusive) as scrap due to a compromised pouch seal on the line (B) (4). Boxes (B) (4) and (B) (4) (total of 50 cartridges) were not captured in one section of the quality manufacturing document, which resulted in these two boxes being released.